Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 8/3.5 mm balloon ruptured at 9 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a 6f introducer sheath for vascular access and a choice pt 300 cm guidewire and a 6f guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of two taxus 3.5/16 mm stents. It is noted that resistance was met with insertion and the lesion was very difficult to cross with both stents. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'okay'.